Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b5, d4, d6b, g2, h6.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii. Patient later reported "axillary adenopathy, lymph node enlargement in the neck area, chronic pain and fibromyalgia and skin discoloration" via or. Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. Device remains implanted.